Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0248 showed no other similar product complaint(s) from these lot numbers. Device not returned, at this time.

Event description:
It was reported per medwatch that during attempts to advance the PICC solo catheter with sherlock tip location system stylet the nurse encountered resistance and therefore terminated the procedure. According to the nurse, the stylet was carefully measured and maintained inside the catheter. At no time was the stylet allowed to advance beyond the catheter tip when inside the vessel. Although resistance was met, the nurse reportedly did not attempt to force the catheter with the stylet inside. The stylet was removed and the line was flushed prior to referring the patient to interventional radiology for repositioning of the catheter. During the PICC line adjustment in interventional radiology, the scout image demonstrated a retained wire fragment in the right subclavian vein at an area of stenosis. A 4.5 cm stylet wire fragment was retrieved by interventional procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.